Event description:
It was reported that during follow-up, externalized conductors were observed via cinefluoroscopy. No electrical anomalies were detected. The lead remains implanted.

Manufacturer narrative:
(B)(4).